Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 572 mg/dl and the cause was not known. The school nurse assisted the customer and a correction bolus was delivered to address the bg level. During troubleshooting, air bubbles were observed in the tubing and the non-tandem infusion set site was wet. A new infusion set site was placed and insulin delivery was resumed. Upon follow up, the bg lowered to the target level.